Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. A 3.00 x 28 synergy stent was advanced to a calcified target lesion, was unable to cross, and a stent strut was dislodged during placement. It was noted that the clinical consequences observed was a placement of another stent. The procedure was completed and no patient complications were reported in relation to this event.